Event description:
It was reported that during a procedure after an unspecified stent was deployed without issue, the distal tip of the guide wire was caught in the stent struts. The physician 'pulled' the guide wire for removal; however, the distal tip detached and remains in the vessel. The guide wire tip is well blocked in the stent struts. The physician performed a blood flow test which had a good result. The stent location is at the anterior tibial artery. The surgeon prefers to leave the tip in place. There is no consequence for the patient, no effect. There was no intervention performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. The pdn verified the hp was retrained on the proper procedure. This complaint for a system error 2240 (air in set) that occurred during drain 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) with the homechoice (hc) machine during drain 2. The caregiver (cg) stated the home patient (hp) was very confused and was connected now, but the cg believed the hp disconnected herself and then reconnected. The cg would start over with new supplies and proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.